Event description:
Approx 11 months following the placement of 2 cypher stents, the pt returned for follow up. Repeat coronary angiography and fluoroscopy revealed a stent fracture. It is unknown if any restenosis was present or if treatment was required. Indication for initial eval is unknown. The target lesion was identified as the proximal right coronary artery with no lesion or vessel characteristics provided. The lesion was pre-dilated with a 2.5 x 20mm unknown balloon at 8 atms for 10 seconds. The stent in question was deployed at 16 atms for 35 seconds. It is unknown if post-dilatation was performed.